Event description:
It was reported that a user on their first day with the ilet experienced a low blood glucose event to 59 mg/dl after a meal announcement, received a low alert, and required non-medical assistance from another person to obtain oral glucose, while also noting that the ¿less than meal¿ feature was not yet available as the system was still learning insulin needs. Symptoms included a mild headache. Outcomes included self-treatment with glucose tablets and orange juice with return to range and no medical intervention or hospitalization. Investigation included user education and troubleshooting regarding early-use adaptation, alerts, and hypoglycemia treatment guidance. Investigation of this case revealed no device malfunction and aligned with expected early adaptation behavior as the system adjusts insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.